Event description:
A three level lumbar interbody fusion was performed on (B)(6) 2011. The pt subsequently died due to a pulmonary embolism. Pulmonary embolism is a known complication of anterior lumbar spine surgery. Death resulting from pulmonary embolism had a reported frequency of 2% in one study. The literature does not implicate implant design as a causative factor for embolism and that appears to be the case in the current situation. An MDR is being filed due to the serious nature of the adverse event. Additional info will be provided as it becomes available.

Manufacturer narrative:
The devices were not returned for analysis but do not appear implicated in the adverse event.